Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold and noise were observed on the right ventricular lead. The patient was asymptomatic. The rv lead was capped and replaced on (B)(6) 2020 . The patient was stable prior to, during and post-procedure.